Event description:
Caller states that the pt tested 5.8 inr on the coaguchek system and 3.5 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Comparison performed at a medical facility requested return of suspect system, however, caller states strips are not available for return.